Event description:
It was reported that this patient's implantable cardioverter defibrillator recorded an alert due to high shock impedance out-of-range of over 125 ohms. Technical services (ts) reviewed the case and indicated the shock impedance measurements has gradually increase since the right ventricular (rv) lead was implanted, to the now mentioned measurement. Ts recommended to bring the patient to the clinic to clear the alert, and perform pocket manipulation to further evaluate the rv lead. Ts finally indicated that if the shock impedance continues rising, a commanded shock may need to be delivered to evaluate shock conversion effectiveness. Further information indicates that the patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable cardioverter defibrillator recorded an alert due to high shock impedance out-of-range of over 125 ohms. Technical services (ts) reviewed the case and indicated the shock impedance measurements has gradually increase since the right ventricular (rv) lead was implanted, to the now mentioned measurement. Ts recommended to bring the patient to the clinic to clear the alert and perform pocket manipulation to further evaluate the rv lead. Ts finally indicated that if the shock impedance continues rising, a commanded shock may need to be delivered to evaluate shock conversion effectiveness. Further information indicates that the patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported. Subsequently additional information was provided that reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested assistance with programming the ICD system into magnetic resonance imaging (MRI) protection mode. Ts reviewed the device settings and confirmed that the ICD system was not MRI conditional due to the intermittent high out of range shock impedances on this rv lead and advised the hcp that the MRI scan would be considered to be off label if completed. The hcp stated that the physician is aware of the device being non MRI conditional and had approved an order for an off-label MRI scan. Ts assisted the hcp in programming the device into MRI protection mode successfully. No additional adverse patient effects were reported. This rv lead remains in service.